Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from 27-dec-2021 to 27- dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device's touchscreen was frequently frozen. A field service engineer reseated the all- in-one, docking board cables and increased virtualized memory to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding during use. The customer stated that the station is functional after a reboot, but still frequently freezes. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device's touchscreen consistently freezes. A field service engineer reseated the all- in-one and docking board cables and increased virtualized memory to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding during use. The customer stated that the station is functional after a reboot, but still frequently freezes. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.